Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, there was a hole in the cuff when they tried to remove the cuff for reintubation and a "bang" sound was also heard. The customer reported patient was recannulated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.